Manufacturer narrative:
The site was instructed to follow the ifus and related guidelines for proper placement of equipment cables to prevent similar injuries from occurring.

Event description:
On february 15, 2023, fujifilm corporation became aware of an event involving fdr d-evo ii panel. It was reported that a technician tripped over the power cable and fell, tearing the ulnar collateral ligament in her right thumb. The technician was triaged in the emergency room following the incident and was informed that surgery will be required to repair the tear. The technician was released from the emergency room in stable condition. There is no death reported with the event.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.